Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files and image has been analyzed by vyaire technical support. The root cause of failure is due to user interface controller (epc) is not starting-up. During running ventilation the display turned off but the ventilation continue with the last applied settings. After restart bios password appears on the startup screen. Display remains black as the user interface controller (epc) is not starting-up. Communication between the two controllers can not be established (as the epc is not running), therefore the buzzer test is not triggered. As a resolution need replace the mainboard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported the bellavista 1000 screen went blank during patient use. The staff manually ventilated the patient (bag ventilation) while they restarted the unit. There is no patient harm associated from this reported event.